Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due lo noisy signals oversensing and low amplitudes that deactivated the smart pass feature. The technical services (ts) review the data and x-ray images, and noise was observed in all vectors with better performance in alternate. The ts indicated that the device memory counters are indicating frequent saturations of the sensing channel since it was reprogrammed in primary vector while no saturation were present until reprogramming from secondary. This indicate a current condition in the sense b channel that should be investigated more at sense b ring contact and lead path towards device connection attempting to reproduce observed artifacts. Furthermore, this s-ICD recorded another atrial fibrillation (af) episode with evident mechanical noise in the alternate vector. The ts recommended immediate action for risks associated to potential inappropriate shock. And recommended to consider system revision. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due lo noisy signals oversensing and low amplitudes that deactivated the smart pass feature. The technical services (ts) review the data and x-ray images, and noise was observed in all vectors with better performance in alternate. The ts indicated that the device memory counters are indicating frequent saturations of the sensing channel since it was reprogrammed in primary vector while no saturation were present until reprogramming from secondary. This indicate a current condition in the sense b channel that should be investigated more at sense b ring contact and lead path towards device connection attempting to reproduce observed artifacts. Furthermore, this s-ICD recorded another atrial fibrillation (af) episode with evident mechanical noise in the alternate vector. The ts recommended immediate action for risks associated to potential inappropriate shock. And recommended to consider system revision. This s-ICD remains in service. No adverse patient effects were reported.